Manufacturer narrative:
Device received with constant pump error 38 alarms during rewind due to moisture damage on motor assembly. Unable to verify rewind anomalies, pump error 43 alarms, pump error 37 alarms or pump error 35 alarms due to pump error 38 alarms. Unable to perform displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test and occlusion test due to pump error 38 alarms. Moisture damage on force sensor assembly and electronic board stack.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms and also had a broken force sensor was detected during seating or regular delivery error. Customer was able to clear the alarm and was able to complete rewind. No harm requiring medical intervention was reported. The device will be returned for analysis.